Manufacturer narrative:
Additional information: d9, g4, h3, h6, h11. H11: the device and a photo were received for evaluation. Visual inspection of the photo showed the product inside the original package. A brownish particle is visible on the area of the header cap. Visual inspection of the actual sample with the naked eye showed several black and brown particles scattered in the packaging, on the outer surface of the housing and on the dialysate connector outside of the fluid path. Under microscopic examination, the particulate on the dialysate connector was identified to be consistent with insect legs, specifically spider legs. Additional dna analysis to determine the insect country of origin was not performed due to the inadequate sample size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process, as the particulate was not observed during visual inspection. A nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed near the header area inside the pouch of a polyflux 210h prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.